Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that system's flexvision computer failed, which can impact booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the flexvision computer failed. Upon troubleshooting, philips field service engineer (fse) found that the flexvison pc¿s bios setting was wrong. To resolve the issue, fse changed usb port settings. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.